Event description:
Caller called to report that her health has been on consistent decline starting two and one half years after she got her mentor breast implants. She had consistent fatigue, weight loss, muscle loss, has not been able maintain her activities of daily living without assistance. As she continued to get sick, she was diagnosed with lupus, immunodeficiency, hashimoto disease and "scounders" syndrome. After, numerous doctor appointments with a vast of medical specialty's she learned that her implant had ruptured and would need to be removed. Her intraoperative diagnosis was bilateral deformity, capsular contracture and ptosis. Reporter stated that the implants have ruined her life, and are the source of all of her illnesses.